Event description:
It was reported that the ilet pump¿s enclosure separated at the seam between the top and bottom halves, and the user noted increased air bubbles in the infusion line while reusing infusion sets; the device continued to function and a replacement was provided. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention, hospitalization, or emergency care. Investigation included collection of user feedback, request for device return, and logistics to obtain the device for evaluation. Investigation of the returned device revealed a hardware enclosure separation consistent with screen bezel or case seam separation, with no reported alarms and no confirmed impact on device performance. It was concluded, based on previously established findings for similar reports, that the cause was product-quality related to device housing integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.